Event description:
It was determined the ipg was depleted due to lack of charging the ipg. The ipg was explanted and replaced which resolved the patient's issue.

Event description:
It was reported, the patient's scs system bothers her and she wants the system explanted. Patient wants to be explanted. The patient is pending an appointment with a physician.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.